Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) and left ventricular (lv) lead exhibited high threshold measurements, oversensing and an unknown duration of pacing inhibition. An invasive procedure was performed. The device was explanted and replaced and the rv lead was surgically abandoned and replaced and the lv lead remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause of the reported observations was not determined and it was noted that the patient was not pacemaker dependent. It was also noted that implant of another lv lead was attempted, but was not successful, so the chronic lv lead was connected back to the device and biv pacing was programmed off. The physician will consider potential extraction in the future.